Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not boot up and when its off it tries to boot up itself. There was no patient involvement.